Event description:
It was reported that the right ventricular (rv) lead was capped and replaced on (B)(6) 2026 due to unknown reason. Upon interrogation the programmer displayed an error message stating, ¿device in atypical condition.¿ in addition, the pacemaker demonstrated ventricular pacing pulses coincident with ventricular sensed events at a rate exceeding 100 beats per minute. The pacemaker was explanted and replaced. The patient was in stable condition throughout the procedure.